Event description:
Pt had iabp inserted for hemodynamic support. The iabp (intra aortic balloon pump) alarmed "system failure" and shut down. We were able to bring in another iabp and switch machines to continue hemodynamic support. Reason for use: iabp for hemodynamic support of a pt with ami.